Event description:
Customer reports: an incident happened on the evening of (B)(6) 2023 involving 12-ml syringes that were used by the nurse while drawing blood from a venous sheath on a new admittance in room 2722. The luer lock of two 12-ml syringes broke off during routine handling of the items. The 1st syringe had a blunt needle attached to it. When the nurse unscrewed the needle, the luer lock came with it. The 1st syringe was used to draw blood and had no issues when unscrewed from the port of the venous sheath. The 2nd syringe was used to draw blood from the same port and when unscrewed, the luer lock broke off and remained stuck inside the port. There were no further issues reported related to the use of other 12-ml syringes for the rest of the shift.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
The documents from the reported lot was reviewed and there is no historical documentation that indicate any deviations. A photo was provided of the packaging, but the photos do not display the condition reported therefore no root cause could be determined from the photographs. Ten retained samples from the reported lot were visually evaluated. There were no deviations or abnormalities in any of the components and the luer lock tips were not broken on any of the retained samples. The dimensions and taper at luer lock tip of syringes were measured. All measured results complied with the criteria for iso standards. We surmised that the broken syringe luer lock may have been caused from excessive torque force during use. Corrective actions will not be implemented at this time.